Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that fractured in vivo was observed. There was a chunk of tissue covered the helix, and that prevented the helix retraction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that due lead extraction, the patient's right ventricular (rv) lead had a helix issue in which the helix could not be retracted. The lead was removed using laser technology.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead had oversensing, short v-v episodes, noise and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.